Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that the reservoir was leaking at the connection between the tubing and reservoir. The customer stated that she noticed this when she was priming the set that it was leaking a lot. The customer then stated that she had to change a reservoir to get it to work. The customer also stated that she has lost over a vial of insulin and have had 3 reservoirs that did this. Nothing further was reported.